Event description:
It was reported that the patient underwent a lynx system device implant procedure on (B)(6) 2018. During the same surgery, anterior and posterior repair procedures were also performed. Findings revealed a normal-appearing bladder with efflux from both ureteral orifices, along with defects in the pubocervical and rectovaginal fascia. No bladder trauma was observed. Cystoscopy also confirmed bilateral efflux without bladder injury or needle perforation. Following the procedure, the patient has experienced an unspecified injury. No further patient complications reported.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 17, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2401 captures the reportable event of unspecified injury related to mesh. Impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Manufacturer narrative:
Additional information: blocks b2: outcomes attrib to adv event, b3, b5, b7 and h6: patient and impact codes block b3: the exact event onset date is unknown. The provided event date of january 8, 2024 was chosen as a best estimate based on the mesh excision procedure. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient codes capture the following reportable events: e1405 - dyspareunia. E2330 - pain. E2006 - mesh exposure. Imdrf impact code f1905 captures the reportable event of mesh excision.

Event description:
It was reported that the patient underwent a lynx system device implant procedure on (B)(6) 2018, for the treatment of genuine stress urinary incontinence and urethral hypermobility. During the same surgery, anterior and posterior vaginal wall repair procedures and cystoscopy were also performed. Intraoperative findings revealed a normal-appearing bladder with efflux from both ureteral orifices and defects in the pubocervical and rectovaginal fascia. No bladder trauma, injury, or needle perforation was noted. The procedure was completed without complications. On (B)(6) 2024, the patient presented with dyspareunia, overactive bladder symptoms, and pelvic floor dysfunction. Clinical examination revealed a small area of exposed vaginal mesh at the anterior vaginal wall, specifically at the left vaginal fornix lateral to the urethra, corresponding to the lateral flap area. The exposed segment measured approximately 5 mm x 3 mm. Cystoscopy confirmed a normal bladder and urethra, with no evidence of erosion or perforation. The patient elected to undergo excision of the exposed vaginal mesh due to pain and irritation during intercourse. No additional mesh exposure was identified, and there were no intraoperative or postoperative complications. Postoperatively, the patient was instructed to use topical vaginal estrogen for six weeks and to return for a follow-up examination in two weeks.